Event description:
It was reported that there was a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. The customer reset the pump before calling and successfully started their sensor session after the reset, with no further error code displaying.